Event description:
The patient experienced a loss of therapeutic effect after strenuously moving boxes. She felt as if her "muscle was shredded". The patient no longer felt the stimulation in her vaginal area as she did during the trial period. She instead felt the stimulation in the thigh, buttock and legs. The patient was redirected to her healthcare professional. Additional information was requested.

Manufacturer narrative:
(B)(4)